Manufacturer narrative:
Concomitant medical products: glipizide 2.5 mg, multivitamin, iron pill, baby aspirin. Please note that the voluntary medwatch is attached mw5059653. The device remains implanted and is not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by a patient via a voluntary medwatch, the patient had trouble breathing 8 years after 3.5x18mm cypher rx stent implantation but was unable to seek medical care. The patient went to an emergency room one year later for difficulty breathing and was treated with a steroid. Two days later, after returning to the emergency room it was determined that the stent was blocked and the patient needed a bypass surgery. The initial report indicated that "I have attached a copy of the card they gave me at the time the device was put in. This was in 2005. In 2008, I saw a report on the internet that the device had been taken off the market because instead of staying open, it was clogging up. I tried to contact cordis, but never got an answer. Starting in 2014, I began having trouble breathing, but at the time I was diagnosed with my throat cancer returning and with limited funds, was unable to see a cardiologist. I changed to an advantage plan in 2015 and told the doctor of me trouble breathing, but she could not find anything wrong. In the middle part of (B)(6) I went to access medical and was told I needed to see a pulmonologist. I found one, but could not get an appointment for several weeks. On (B)(6), I went to the emergency room because I could not breathe. They gave me a steroid and sent me home. Two days later, I came back to the emergency room. This time they put me in the hospital and did an angioplasty. They told me I needed a bypass. I was told the stent that was put in had clogged up. They did the bypass. I have tried to contact cordis three times and have had no response. Trying to find out how to report this to the FDA has taken several months. It seems to me that when this was taken off the market there should have been some effort on the part of cordis to notify those who had it put in. I hope you will forgive any errors in this document, being legally makes it difficult to type. Additional information was received that the patient had a stress test and angiography in 2009. They told him his stent was blocked but they were not going to do anything. Then he had the bypass in 2015.

Manufacturer narrative:
As reported by a patient via a voluntary medwatch, a (B)(6) male patient had trouble breathing 8 years after 3.5x18mm cypher rx stent implantation in the proximal rca but was unable to seek medical care. The patient went to an emergency room one year later for difficulty breathing and was treated with a steroid. Two days later, after returning to the emergency room it was determined that the stent was blocked and the patient needed a bypass surgery. The initial report indicated that ¿I have attached a copy of the card they gave me at the time the device was put in. This was in 2005. In 2008, I saw a report on the internet that the device had been taken off the market because instead of staying open, it was clogging up. I tried to contact cordis, but never got an answer. Starting in 2014, I began having trouble breathing, but at the time I was diagnosed with my throat cancer returning and with limited funds, was unable to see a cardiologist. I changed to an advantage plan in 2015 and told the doctor of me trouble breathing, but she could not find anything wrong. In the middle part of april I went to access medical and was told I needed to see a pulmonologist. I found one, but could not get an appointment for several weeks. On (B)(6), I went to the emergency room because I could not breathe. They gave me a steroid and sent me home. Two days later, I came back to the emergency room. This time they put me in the hospital and did an angioplasty. They told me I needed a bypass. I was told the stent that was put in had clogged up. They did the bypass. I have tried to contact cordis three times and have had no response. Trying to find out how to report this to the FDA has taken several months. It seems to me that when this was taken off the market there should have been some effort on the part of cordis to notify those who had it put in. I hope you will forgive any errors in this document, being legally makes it difficult to type. Additional information was received that the patient had a stress test and angiography in 2009. They told him his stent was blocked but they were not going to do anything. Then he had the bypass in 2015. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
As reported by a patient via a voluntary medwatch, a (B)(6) year old male patient had trouble breathing 8 years after 3.5x18mm cypher rx stent implantation but was unable to seek medical care. The patient went to an emergency room one year later for difficulty breathing and was treated with a steroid. Two days later, after returning to the emergency room it was determined that the stent was blocked and the patient needed a bypass surgery. The initial report indicated that "I have attached a copy of the card they gave me at the time the device was put in. This was in 2005. In 2008, I saw a report on the internet that the device had been taken off the market because instead of staying open, it was clogging up. I tried to contact cordis, but never got an answer. Starting in 2014, I began having trouble breathing, but at the time I was diagnosed with my throat cancer returning and with limited funds, was unable to see a cardiologist. I changed to an advantage plan in 2015 and told the doctor of me trouble breathing, but she could not find anything wrong. In the middle part of (B)(6), I went to (B)(6) and was told I needed to see a pulmonologist. I found one, but could not get an appointment for several weeks. On (B)(6), I went to the emergency room because I could not breathe. They gave me a steroid and sent me home. Two days later, I came back to the emergency room. This time they put me in the hospital and did an angioplasty. They told me I needed a bypass. I was told the stent that was put in had clogged up. They did the bypass. I have tried to contact cordis three times and have had no response. Trying to find out how to report this to the FDA has taken several months. It seems to me that when this was taken off the market, there should have been some effort on the part of cordis to notify those who had it put in. I hope you will forgive any errors in this document, being legally makes it difficult to type. Additional information was received that the patient had a stress test and angiography in 2009. They told him his stent was blocked but they were not going to do anything. Then he had the bypass in 2015. The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.